Manufacturer narrative:
Multiple follow-up attempts with complainant have been unsuccessful. However, it is a known fact that a small percentage of the population have sensitive skin and/or experience irritation from topical products, especially when the topical products are left on the skin for multiple days. Device labeling clearly states that electrode sites should be checked daily if the electrodes are going to be attached for a long period of time. If we receive any additional relevant information about this incident, we will file a follow-up report.

Event description:
Pt's mother called to report that her soon had an ambulatory eeg from (B)(6) through (B)(6) 2017 while he was at home with his mother. On sunday, pt mentioned to his mom that there was some stinging sensation at a few of the electrode sites. Then on monday, the mother reported that she saw some oozing behind pt's left ear, as well as redness on the forehead where electrodes were attached. Pt's mom proceeded to take pt to his pcp where he was prescribed baby shampoo, neosporin, and tylenol for pain. Pcp believes that permanent scarring is possible.